Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/25/2017 with the following findings: a call service 69 alarm was reproduced during the investigation. The failure is defined as a language file corruption while retrieving the language text. The failure was written as a call service 87 failure in the pump's black box. The error is resident to a flash chip in the pump. The audio bolus button was found to be missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was a call service 069 alarm. This report is made based on results of investigation completed on 01/25/2017.